Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the unit was heating up while running; however, it was still functional, and passed the pre-repair diagnostic assessment. During service/repair, it was further observed that the device motor was heating up and an unknown liquid substance and debris were found on the device¿s plate for the housing. It was further observed that there as an unknown liquid substance and debris on the electronic control unit (ecu), and an unknown liquid substance on the guide sleeve for the trigger. It was determined that other components were worn and had contaminated grease and debris on them. It was determined that the issues were consistent with faulty parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear/faulty parts out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device was defective. During in-house engineering evaluation, it was observed that the device motor was heating up. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.